Manufacturer narrative:
The returned ipg was analyzed and passed the functional tests and revealed normal device characteristics.

Event description:
It was reported that the patients ipg was no longer charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.